Event description:
Reporter alleged discrepant blood glucose results of 420 mg/dl on the aviva system compared back to back with the nurse meter reading of 174 mg/dl when testing was performed 10 minutes apart. As a result of the comparison, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. The aviva system: meter and aviva test strip lot number 300419 with an expiration date of 04-30-2008.

Manufacturer narrative:
The suspect product is the aviva test strips.